Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the left circumflex artery. The 3.0x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion with resistance noted due to the anatomy. The balloon ruptured during the second inflation at 8 atmospheres (atm). The procedure was completed using another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.